Event description:
Event description boston scientific crm received information that cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead resulting in pacing inhbition. The patient was asymptomatic as their intrinsic rate was present.